Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016. The hospital was taking off her insulin pump and putting her on an insulin drip. After changing the infusion set, the customer's blood glucose level was around 400 mg/dl. The customer corrected her blood glucose level with 6 units using a syringe, with a bolus, and by changing the infusion set. The customer went to the hospital with lung and kidney problems and while in the hospital her blood glucose level was high. The customer was feeling discouraged and thirsty. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had a small air bubble about 2 inches from the tubing connector. The high pressure test passed. The customer's blood glucose level was 44 mg/dl when she was admitted to the hospital because she had to wait 5 hours to be checked in. The device was not returned.